Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this patient developed an infection. It was noted the associated cardiac resynchronization therapy defibrillator (crt-d) was visible. As a result, this right ventricular (rv) lead and associated products will be explanted within the near future. The patient is currently hospitalized. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that it was discovered this patient has end stage pancreatic cancer (unrelated to the device system), so the explant procedure due to infection/erosion had to be rescheduled for a later date. The patient was administered medication to help treat the infection and erosion. Further information was provided that the associated device has now been explanted and replaced. Debridement of the pocket was performed, and a new, deeper pocket was created for the new device. The decision was made to not replace the leads during the device change out procedure, since the patient has terminal pancreatic cancer. This right ventricular (rv) lead and associated right atrial lead and left ventricular lead remain in service with the newly implanted device. No additional adverse patient effects were reported.